Event description:
It was reported that during a supply change the user advanced insulin to over 60 units without observing drops and noted wetness around the ilet and cartridge, consistent with a cartridge leak; insulin delivery was then resumed successfully after a complete supply change using a contact detach infusion set. Symptoms included suspected insulin leakage at the cartridge-to-device interface. Outcomes included a temporary interruption of insulin delivery that resolved after the full supply and set change, with no alerts, alarms, or medical intervention reported. Investigation included product-use troubleshooting and user education guided by customer care. Investigation of this case revealed that the issue resolved with replacement of the cartridge and infusion set, with no recurrence during the call. It was concluded that the event was consistent with a leakage during setup that was mitigated by performing a full supply change and proper priming technique.